Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hardware failed on ccs drawers 3 and 4 with multiple cubies and rows. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawers 3 and 4 experienced hardware failures affecting multiple cubies and row modules. The field service engineer (fse) had identified recurring hardware issues with drawer 3.2, most notably in rows d and e, though other rows were also affected. To resolve the problem, the fse replaced the retractor band, drawer controller, row board cable, and cubie trays d and e. Firmware was updated, and the cubie lid open/close functionality was successfully tested multiple times. Drawer 4.2 was similarly problematic, with frequent issues at location b4 and additional faults in other rows. The fse replaced the retractor band, drawer controller, row board cable, and cubie tray b. Firmware was updated, and the cubie lid functionality was tested repeatedly. Final verification using the hardware test application yielded successful results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hardware failed on ccs drawers 3 and 4 with multiple cubies and rows. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.